Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection found no issues and the device appears to be in good condition. The telescope assembly was able to properly pull back, advance, or retract manually and using the mdu and sled system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04426 and 2134265-2015-04428. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending artery (lad). An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled to view the lesion. During a percutaneous coronary intervention (pci), it was noted that the imaging catheter could not be used normally as the motor drive unit 5 (mdu5) had a pullback failure. The physician gave up to use the intravascular ultrasound to diagnose. There were no patient complications reported.